Event description:
It was reported that t:slim x2 pump battery would not charge despite use of confirmed working outlets, tandem charging cable and wall adapter, and alternate cables and adapters, and there were no low power alerts, shutdown alarms, or visible damage to charging port, and pump did not recognize charging connection. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a warranty replacement pump, instructed customer to place existing pump in storage mode before returning it with a pre-paid label, and advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump.